Event description:
Several hours after implantation pt developed acute respiratory distress. Admitted to intensive care; subsequently intubated and ventilated. Despite attempts to resuscitate, pt dies same day. Exact cause of death unk at this time, but most likely cause would appear to be acute respiratory failure or aspiration of gastric contents.